Event description:
This event was reported from an abstract titled: stent graft infixation after venous dislodgement in a patient with femoral posttraumatic arteriovenous fistula. It was reported that the procedure was to treat an arteriovenous fistula in the superficial femoral artery and vein. An unknown graftmaster was deployed in the artery at 12 atmospheres. Under fluoroscopy, the stent graft had moved caudally 3 cm from the fistula. The stent graft was shifted up and was positioned in the fistula. Fluoroscopy showed that the stent graft was not in the fistula but had moved to the right femoral head in the common femoral vein. The stent graft was then held in place with 3 puncture needles and the patient was sent to surgery for a right common femoral vein phlebotomy and the stent graft was successfully removed from the anatomy at that time. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated based on date of publication. Date of implant and explant estimated based on date of publication. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. The jostent is currently not commercially available in the us. The product code and the PMA # are based on the predicate device and is therefore similar to a device sold in the us.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.